Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary (B)(6), cubie pocket 1-b1 with levalbuterol 1.25 mg (0.5 ml) medication failed to release. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer dialed into the station while the customer was present on the call, placed the station in hardware test application (hta) and tested cubie pocket functionality, confirming successful lid opening and cubie ejection, rebooted the station thereafter and instructed the customer to proceed with testing. The system functioned as intended when the field service engineer repaired the device.